Event description:
A customer reported error message "4273 hybrid cup transfer z-axis home overrun" on the aia-2000 analyzer. The customer observed the waste bin was not full, but when attempting to perform an all-set-home it did not complete. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer's site to address the reported event. The fse confirmed the complaint by reviewing the error logs. The fse inspected the hybrid arm cup transfer claws and they would not move freely. The fse attempted to reform the claws, but error persists. Fse replaced the picking up assembly and resolved the complaint. Fse repaired and validated the analyzer by successfully performing cup evaluation macro and ran quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. Aia-2000 operator's manual on the appendix 4: error messages: (4273) hybrid cup transfer z-axis home overrun. Cause: the home sensor activated improperly after movement of the hybrid cup transfer z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to friction problem of the picking up mechanism.

Manufacturer narrative:
The picking up mechanism was returned to the tosoh instrument service center (isc) for investigation. A visual inspection was performed with no damage found on the parts. Functional testing was performed and confirmed a failure of the z-axis motor does not move the flag plate into proper alignment with sensor (s136). The z-axis was manually exercised to observe the movement of the flag plate relative to sensor s136 and confirm alignment with the homing detection system. The z-axis motor failed to advance the flag plate into proper alignment with sensor s136. The flag plate did not pass through the sensor detection zone, resulting in the sensor not being triggered. The homing cycle did not complete, resulting in a functional failure of the z-axis assembly. The most probable cause of the reported event was due to a failure of the picking up mechanism.